Manufacturer narrative:
The t:slim x2 user guide states: the auto-off alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump stopped insulin delivery after the pump was not used for a long period of time. The customer's blood glucose level was not impacted. Tandem technical support educated the customer about the auto-off safety alarm and advised the customer to discuss the alarm with a healthcare provider prior to modifying the time of the alarm setting.